Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 . Reference MFR report #: 1627487-2018-02600. It was reported that the patient experienced ineffective therapy. Reportedly, the patient had x-rays to confirm lead placement of the unilateral coverage. As a result, the patient underwent surgical intervention wherein the lead was repositioned and one of the leads were explanted and replaced. Effective therapy was restored post operatively.